Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report an absence of the no delivery alarm. It was also reported that there was an occlusion and the insulin pump was not delivering insulin to the customer. The customer's blood glucose level was unknown. The customer was sent tubing clamps to perform the occlusion test. The product was not returned for analysis.